Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type ii. It was reported that the patient had shocking. When the ins was turned on, the patient zapped people and everything within two inches of the patient. Keeping the ins off was not an option because the patient needed the ins to stop the pain. It was reported that there were falls that could be related to the issue. The patient could not name one specific fall, but stated that his arms and legs don¿t work right so he has many falls and accidents. There were recent medical tests or electromagnetic interference exposure. The patient was to follow-up with a healthcare professional to check the ins. It was noted that the patient currently only sees a family doctor who doesn¿t work with the ins. It was also noted that the patient had phone numbers for manufacturer representatives. The issue began in the (B)(6) of 2016, eight months prior to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.